Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubble are in gel. This occurred on 4 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) received gel tubes that contain bubbles. We would like to know if this has an impact on the patient's outcome.

Event description:
It was reported while using bd vacutainer® sst¿ ii advance plus blood collection tubes air bubble are in gel. This occurred on 4 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from french to english: amelot received gel tubes that contain bubbles. We would like to know if this has an impact on the patient's outcome.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: h6: investigation summary: bd received (B)(4) samples and 1 photo from the customer for investigation. The photo and samples was evaluated and the indicated failure mode for gel air bubbles with the incident lot was observed. This is a cosmetic defect which should not impact on the efficacy of the tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.